Event description:
Customer stated that a bur broke inside the attachment during testing. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer, however no broken bur was found inside the unit. The drill attachment associated with this event was evaluated which revealed the presence of debris internally. The drill attachment associated with this MDR is as follows; part number: 5100120922, lot no: 10141.